Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before use, the device kept on alarming even though sponge counts were visually correct. Other machine was used to check and it did not alarm. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found the front panel damaged at the screw bosses. A failure was found during the investigation. The investigation could not determine a root cause or a probable root cause for the damage. The front panel was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.